Manufacturer narrative:
Evaluation summary: no sample is expected for evaluation. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on the manufacturer's acceptance criteria. The root cause cannot be determined conclusively. (B)(4).

Event description:
An optometrist reported that approximately seven months following bilateral lasik surgery, the patient had an irregular corneal topography. The patient reported blurry and hazy vision, as well as dryness, redness and irritation in both eyes. The patient was being evaluated for a possible enhancement; however, the surgeon suspects the patient may have ectasia, and no intervention has been performed. In a follow up, the optometrist reported that the patient has been referred to a cornea specialist to confirm whether or not she has ectasia. No further information is expected. There are two medical device reports associated with this event. This report is for the left eye.

Manufacturer narrative:
Evaluation summary: a review of the technical service on site showed no abnormalities that could have contributed to this event. The system history showed that the laser was successfully verified prior to, and after the date of treatment. No technical root cause was identified as the system was operating within specifications. (B)(4).